Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by facility.

Event description:
A patient with a history of cardiac disease and congestive heart failure was admitted to the hospital with shortness of breath. Secondary to decreased renal function and persistent fluid over load, the patient was initiated on dialysis. The patient was undergoing his fourth dialysis session in the acute dialysis in-patient unit when approximately 30 minutes into treatment, the patient was found to be unresponsive and without vital signs. CPR was initiated and resuscitation was successful. The patient was transferred to the ICU. Prior to the event, the dialysis treatment was uneventful with no machine alarms. The patient had no complaints or prior symptoms; the event was described as very sudden. The nursing supervisor stated there was no indication that any gambro product caused or contributed this event. The phoenix machine was inspected by gambro technical service representative. No problems were identified and machine was found to be operating within manufacturer's specifications. The cartridge blood tubing set was discarded and not available for investigation. The lot number could not be provided by facility.